Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill stopped working during procedure. The surgery was completed, without any delay, changing to manual procedure, using the bone saw. No injuries were reported.

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, (B)(6), used for treatment was returned for evaluation. The drill¿s housing is not completely torqued down onto the drill. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem could not be confirmed, when attempting a kpc test, the motor did not push out and hold. When attempting a test case, the drill received a ¿communication failure¿ on the ¿setup¿ screen. The drill was taken apart for further investigation. Upon removing the drill¿s housing, it is noted that the drill motor and exposure motor are oxidized. It is also noted that the drill¿s exposure motor has tool marks on it and is unthreaded from its shaft. The drill motor and exposure motor are not torqued to specification. The drill has gone through an unauthorized service. The drill cannot be investigated further. The most likely cause of this event was due to product mishandling. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. According to complaint details, the robotic drill stopped working during a cori assisted tka and the surgical technique was changed to manual using a bone saw. Based on the limited information provided, there were no clinical factors found which would have contributed to the reported event. The patient impact is limited to the change in surgical technique as it was reported that no patient harm nor further complications were reported. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.